Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead had been exhibiting elevated pacing threshold measurements since one day post implant. The lead was subsequently removed from service and replaced during the elective device replacement procedure. No additional adverse patient effects were reported.